Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Complaint # (B)(4). Device not returned to date.

Event description:
As reported (B)(6), 2016, a patient of unknown age and gender presented for amicrowave procedure of the liver. During the procedure it was noted the needle bent at the tip. It did not detach and remained attached to the probe shaft via the internal wiring. The device was set aside and a new of the same was used to successfully complete the procedure. It was reported the patient suffer end no harm or injury due to the event. It was reported disposable device is available for return to the manufacturer for evaluation.

Manufacturer narrative:
Returned for evaluation was one pmta accu2i standard applicator. A visual examination of the device noted that the tip of the applicator was broken. Functional testing could not be performed due to the condition of the returned device. The customer's reported complaint description of the tip fracture is confirmed. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Based on the device history review this event does not appear to be due to a manufacturing defect. A possible contributing factor could have been operational context; i.e. Probe placement into hard tissue or lateral forces on the applicator tip during placement or removal. The IFU states; "avoid placing lateral forces on the applicator tip during placement or removal and lateral forces on the applicator tip should be avoided both during insertion and removal. Failure to do so could result in damage to the microwave array, failure of the applicator and injury to the patient." A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).